Manufacturer narrative:
Initial reporter phone number: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that there was mis-identification on bd phoenix¿ m50 automated microbiology system. There was one occurrence in this event with no patient impact. The following information was provided by the customer: "the client has had 3 strains of vibrio parahaemolyticus that the team has not been able to identify, two of them corresponding to a quality control panel where the team reports as "unidentified organism" and a clinical sample where the team reports as " vibrio alginolyticus".

Manufacturer narrative:
H.6 investigation summary: a failure for mis-identification of results was reported on a phoenix m50 instrument (p/n 443624, s/n (B)(6)). The customer reported that they had experienced 3 failures for incorrect results, with two being for qc (quality control) samples, and the third being a clinical sample. The customer advised that these were strains of vibrio parahaemolyticus, and that on the qc panels this was reporting as 'unidentified organism' while the clinical sample was reporting as vibrio alginolyticus. A bd field service engineer (fse) was dispatched to investigate. Upon arrival, the fse found the instrument was operating according to bd specifications and there were no error messages. The fse performed a source adjust and cleaned the optics to ensure continued performance. The fse then returned to the site to perform a pud update to ensure the instrument was operating with the latest capabilities. As no failure of the instrument was found, this is an unconfirmed failure of a bd product. A further case was opened in relation to this issue, and if further information is received, the details will be processed in that case. The root cause was unable to be determined. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review was completed and revealed no further cases related to this failure mode, outside of the one already described above. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported by the customer that there was mis-identification on bd phoenix¿ m50 automated microbiology system. There was one occurrence in this event with no patient impact. The following information was provided by the customer: "the client has had 3 strains of vibrio parahaemolyticus that the team has not been able to identify, two of them corresponding to a quality control panel where the team reports as "unidentified organism" and a clinical sample where the team reports as " vibrio alginolyticus"."